Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation. This report is associated with MFR report number: 1.3005168196-2020-00680.

Event description:
The patient was undergoing a coil embolization procedure in the superior mesenteric artery (sma) using ruby coils, a ruby coil detachment handle (handle) and, a lantern delivery microcatheter (lantern). During the procedure, the physician detached a ruby coil in the target vessel using a handle; however, the pusher assembly of the ruby coil became stuck in the handle. Therefore, the handle and the pusher assembly of the ruby coil were removed. Next, while advancing a ruby coil through the lantern, the ruby coil unintentionally detached inside of the lantern. Therefore, the physician used the pusher assembly of the ruby coil to push the detached ruby coil into vessel. The procedure was then completed using a new handle, additional ruby coils, other coils and the same lantern. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Results: the pull tube from the ruby coil used in the procedure was stuck within the handle. The nose cone was removed from the handle body, and the pull tube was able to be removed. The nose cone funnel was measured with pin gauges and was found to be within specification. Conclusions: evaluation of the returned handle confirmed that the pull tube from the ruby coil used in the procedure was stuck within the device. If the handle is repeatedly actuated during use, damage such as this may occur. The nose cone was removed from the handle body and the nose cone funnel was measured and was within specification. The handle was tested on a handle test fixture and performed within specification. The handle was then used to successfully detach a demonstration ruby coil. Evaluation of the returned ruby coil pusher assembly revealed that the pet lock was damaged but intact and was slipped off of the hypotube and the pull tube was retracted from the proximal end of the pusher assembly. If the device is forcefully mishandled during use, damage such as this may occur. If this occurs, the embolization coil will detach from the pusher assembly. Penumbra handles are 100% visually inspected and functionally tested during incoming quality inspection. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. This report is associated with MFR report number: 1.3005168196-2020-00680.